Event description:
Event [preferred term] invalid result after 30 minutes [device ineffective] narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group. A patient (age and gender not provided) received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), (lot number: k11a110116243m2), device lot number: k11a110116243m2. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: device ineffective (non-serious) with onset 20aug2024, outcome "unknown", described as "invalid result after 30 minutes". Additional information: on 20aug2024, a customer reached out to report an invalid result after 30 minutes of using the test kit. The customer provided evidence to support their claim. The test kit was used on the same day, (B)(6) 2024. Before starting the test, the customer confirmed that they had read the instructions. The lot number of the test kit was k11a110116243m2, and the test kit number was 3a4g1q8v. The kit used was a covid flu test. The customer confirmed that there was liquid left in the vial after the test. They also confirmed that the ready light was on and steady when they stirred the swab. The swab was rotated five times in each nostril and stirred in the vial at least fifteen times. The liquid in the vial was purple in color. Regarding the led status for the covid flu kit, the customer reported that the covid led status was both flashing, the flu a led status was both flashing, and the flu b led status was both flashing. No samples were available. The customer did not consent to be contacted further. The reporter considered "invalid result after 30 minutes" associated to covid-19 and influenza ivd device. Causality for "invalid result after 30 minutes" was determined associated to covid-19 and influenza ivd device (malfunction). No follow-up attempts are possible.

Event description:
Event verbatim [preferred term] invalid result after 30 minutes [no adverse event], , narrative: this case has been considered invalid as no ae, complaint only. This is a spontaneous report received from a consumer or other non hcp from product quality group. A patient (age and gender not provided) received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), (lot number: k11a110116243m2), device lot number: k11a110116243m2. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: device ineffective (non-serious) with onset 20aug2024, outcome "unknown", described as "invalid result after 30 minutes". Additional information: on 20aug2024, a customer reached out to report an invalid result after 30 minutes of using the test kit. The customer provided evidence to support their claim. The test kit was used on the same day, 20aug2024. Before starting the test, the customer confirmed that they had read the instructions. The lot number of the test kit was k11a110116243m2, and the test kit number was 3a4g1q8v. The kit used was a covid flu test. The customer confirmed that there was liquid left in the vial after the test. They also confirmed that the ready light was on and steady when they stirred the swab. The swab was rotated five times in each nostril and stirred in the vial at least fifteen times. The liquid in the vial was purple in color. Regarding the led status for the covid flu kit, the customer reported that the covid led status was both flashing, the flu a led status was both flashing, and the flu b led status was both flashing. No samples were available. The customer did not consent to be contacted further. The reporter considered "invalid result after 30 minutes" associated to covid-19 and influenza ivd device. Causality for "invalid result after 30 minutes" was determined associated to covid-19 and influenza ivd device (malfunction). No follow-up attempts are possible. Follow-up (19nov2024): this is a follow-up report from product quality group providing investigation results. Updated information: case no longer meet device reportability criteria. This case is being deleted from the database for the following reason: no ae. Investigation summary and conclusion: manufacturing investigation: the complaint for invalid after test for the covid and flu ivd test kit (lot number: k11a110116243m2, UDI: 3a4g1q8v) was investigated. The investigation included reviewing deviations, nonconformances, lot trending, and evaluating returned photo(s) and/or video(s) supplied by the complainant. A complaint sample was not returned. However, 1 video of a covid and flu ivd test kit was supplied by the complainant. The sample vial was engaged; flashing positive and negative result leds was observed. The complaint of invalid after test was present in the supplied photo(s) and/or video(s). Consequently, this complaint is confirmed. No root cause or CAPA were identified, as a root cause cannot be assigned without returned product. The final scope was determined to be limited to covid and flu ivd test kit lot k11a110116243m2. No quality issues related to lot k11a110116243m2 were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. The reported defect is not representative of the quality of the batch, and lot k11a110116243m2 remains acceptable for further distribution. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, invalid after test, was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (rsk-062), version (4.0). All complaint investigations are trended. There is not a current trend alert documented.